Event description:
An endeavor sprint rx drug-eluting stent, 2.5mm diameter x 12mm length, was inserted into a patient for the treatment of a 2nd diagonal lesion. It was reported that the stent dislodged from the coronary stent delivery system while an attempt was being made to advance it to the target lesion through a previously deployed endeavor sprint rx drug-eluting stent (MDR# 2953200-2009-00611) in the lad. When withdrawing through the previously deployed stent, it was reported that the 2.5mm x 12mm. Endeavor stent was stripped off the balloon and shortened longitudinally. The dislodged stent was successfully retrieved using an amplatz goose neck snare. It was reported that there was no injury to the patient. Communication from the field confirmed that there had been no difficulties removing the protective sheath from the stent and no abnormalities were noted prior to use. Resistance was first encountered while advancing the device through the previously deployed stent. It was reported that the previously deployed stent had been successfully implanted and post dilated. The target lesion in the 2nd diagonal was re-ballooned and one non-medtronic brand stent was inserted.

Manufacturer narrative:
Conclusions - other (pending cd evaluation).